Manufacturer narrative:
(B)(4). Additional information: (the expected therapy time was reported to be 48 hours). The lot was manufactured october 3, 2012 to october 4, 2012. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in a ¿slow flow¿ incident. The fill volume and actual infusion duration were not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.